Event description:
Upon investigation, the crash that had been reported could not be replicated. We have logs from the original crash but were unable to recreate that crash. Device operated normally on power up and was put through final acceptance testing and allowed to run primary infusion for an hour and a half, this was able to complete normally with no alarms. Due to soms being a known issue in other systems, it will be removed and replaced here as well as the som heat sink.

Event description:
The following has been reported: biomed reported: I ran into a pump with serial number (B)(6) . This pump stopped during the infusion, but it did not harm the patient. An initial review of the device logs reveals the following: processor hardware failure (linux core)(som crash) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.